Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4) apply to pump and catheter. (B)(4) applies to the pump. (B)(4) apply to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 1 mg/ml at 0.1589 mg/day via an implantable pump for non-malignant pain. It was reported the patient experienced increased pain left lower back over last three days as of (B)(6) 2016 and did not think the pump was working as well as before. A catheter occlusion was reported. The etiology of the event was noted as possibly related to the device (specifically, the lumbar/pump portion of the catheter) or therapy and not related to the implant procedure. Medications were administered, specifically, ultram was initiated on (B)(6) 2016. The pump was reprogrammed with a pump increase on (B)(6) 2016. On (B)(6) 2017, medical /non-surgical intervention included: the catheter was flushed during a pump check and a catheter access port (cap) contrast study was performed where aspiration was possible but difficult; the catheter was patent but sluggish. The outcome was indicated as 'ongoing' and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6). It was noted the issue was resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
Device code (B)(4) does not apply.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient's self-reported pain scores decreased from 8 (prior to pump check) to 4 on (B)(6) 2017. The event outcome was noted as resolved without sequelae on (B)(6) 2017.